Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to balloon material damage is over inflation of the balloon. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ it is unknown if the balloon received negative pressure and lubrication prior to advancement through the endoscope accessory channel. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device."..."apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure in an unknown location of the patient's body, the physician used a cook hercules 3 stage wire-guided balloon esophageal-pyloric-colonic. The balloon burst during the procedure.